Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to noise. In addition the right ventricular lead exhibited low sensing/pacing, and low impedance. The noise was reproducible in clinic. The lead was explanted and replaced. The patient was stable throughout the procedure.